Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for 3 patient samples on two cobas 6000 c501 modules compared to the abbott (alinity) instrument. Refer to attachment "pt52780.pdf" for patient results. The customer indicated the abbott's (alinity) results are more in line when compared to each patients' previous results. The questionable results were reported outside of the laboratory. The c501 module serial number at the customer site was (B)(4). The serial number for the other c501 module was (B)(4).

Manufacturer narrative:
As the provided information for calibration and quality control is inconspicuous, a general system related issue can be excluded. During the investigation, several reagent lots were checked. For the reagent lot 513870 (urci) a method comparison was performed. There is a slight elevation observable, but within the specification. In addition it could occur for certain samples (especially in the lower concentration range) that the difference is higher. This effect is sample related. As reagent lot 513870 was used for comparison studies, this could explain the positive bias to the other roche analyzer. Roche crep is standardized against ID/ms and a different traceability compared to abbott could lead to difference in patient results. The investigation did not identify a product problem. The cause of the event could not be determined.